Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported failure to advance appears to be related to operational context, as it is likely the device interacted with the challenging anatomy during advancement, resulting in the reported failure to advance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the left main artery with mild tortuosity. The 3.5x16mm graftmaster covered stent was advanced to attempt to cross the lesion; however, the graftmaster device failed to cross due to anatomy. Therefore, a non-abbott stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.